Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional stress testing using a test battery without duplicating the customer's report. The returned battery was found to be depleted and was scrapped after testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.